Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had a full revision that was originally meant to be a battery replacement due to battery depletion. Impedance was ok in pre-op and full output was delivered. During the procedure, multiple high impedance readings were seen. The lead pin was removed from the header, reinserted several times, and high impedance was still seen. Generator functionality was tested using a test resistor and impedance was normal. The lead pin was again reinserted into the generator, confirmed to be fully inserted, and high impedance was still seen. At this time, the surgeon elected to replace the lead, leaving <2 centimeters implanted at the nerve. After the lead was replaced, several diagnostics came back ok. The surgeon believed that there was a fracture in the lead and fibrosis was acting as insulation, being the reason for ok impedance in pre-op. The explanted devices were sent to pathology and are not available for return. No other relevant information has been received to date.